Event description:
Clinical engineer is requesting assistance with reading the event logs where the device infused faster than expected. The customer reported a patient was to receive a study medication of 60 ml over 1 hour. The infusion was started at 4:30 pm and ended around 5:00 pm. Infusion was programmed as a basic infusion due to study medication. In the first 10-20 minutes the medication infused more rapidly than expected. Rn changed infusion to a different device. The administration set (model 10013890) is pre-primed in the pharmacy. The set is connected below the pump to a primary line (model 2461-0007) infusing normal saline. There was no patient harm or medical intervention required. No further patient/ event information is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the log review is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.